Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the viewer to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system experienced non-recoverable faults. This lead to a conversion to laparoscopic surgery. The customer observed error 40068 on the screen and attempted multiple system reboots, which were unsuccessful. System logs indicated communication errors between the console common compute controller (ccc) and the high resolution stereo viewer (hrsv).

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. Performed a visual inspection and found no problem related to reported issue. Checked and confirmed 40068 (a response had a status that reflected a failed command) error in lighthouse. The unit was installed on an internal test system. During system testing, was unable replicate reported issue. The complaint was not confirmed based on failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of the viewer found no functional issue. The product was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.